Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of capsular contracture was reviewed on ago 25, 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified: yellow particles on the surface shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan complaint handling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.